Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The customer was advised on replacement parts and repair. The customer replaced the power management board to resolved the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported, the ventilator generated an alarm light emitting diode (led) failed. The device was being used when the reported event occurred. But, no patient harm or adverse event was reported.